Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t12 bkp for an indication of primary osteoporosis with compression fracture. It was reported that the inflatable bone tamp broke during balloon inflation. There was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event is japan. H3: product analysis of part # kex102eb ; lot # 226975448 visual and optical inspection confirmed the balloon has been cut/sliced. The damage extends the length of the balloon this damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.